Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm when the bag was empty and was continuing to pump air into the patient. Mmdg did follow up with the initial reporter who stated that the patient did not have any long term adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4).].

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmd for investigation, it operated as expected. The pump history showed that a rate and dose were set and that the pump was alarming dose done as expected, however, the user settings for the dose done alarm were "mute when done". Mmd could not replicate or confirm the reported complaint.

Event description:
The initial reporter stated that the pump did not alarm when the bag was empty and was continuing to pump air into the patient. Mmdg did follow up with the initial reporter who stated that the patient did not have any long term adverse effects due to the complaint. No other information was provided. (B)(4).